Event description:
It was reported that the screen turned blue with "err" displaying on the bottom right corner during use. A high-pitched fast alarm sounded. The vent reset itself to normal operation after approximately 15 seconds. The device was removed from patient. No injury was reported.

Manufacturer narrative:
The affected device was tested by the hospital¿s biomed and the log file was provided for the investigation. Based on the log entries it could be confirmed that the ventilation unit of the device performed a reboot on february 22, 2023 at 5:18 pm. After the successful reboot the ventilation continued as set. The root cause for the deviation was a temporary deviation in the software of the pba m16.2. After a reset and a new software download that issue was solved and the unit was put back to use. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local warmstart of the ventilation unit would be triggered. A warmstart sequence of the ventilation unit may last up to 8 seconds. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. After successful completion of the warmstart, the device will resume the ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.